Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the device user that they could not get the 15mm connector from the listed tracheostomy tube to attach to ventilator tubing. According to the reporter, the connector's edges are wider in comparison to other cannula connectors. Additional information regarding the event (e.g. Use of device, patient impact) has been requested. No response has been received at this time. No adverse health effects have been reported at this time.

Manufacturer narrative:
One adult tts¿ cuffed tracheostomy tube was returned for investigation. Visual inspection of the returned device showed that the 15mm connector had an oval deformation and did not match the specifications for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).